Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 10: 15 am with blood glucose of 579 mg/dl. Customer was hospitalized because of high blood glucose reading. Customer current blood glucose was 428 mg/dl. Customer blood glucose at the time of the incident was 579 mg/dl. Customer was thirsty. Customer treated their high blood glucose reading with fluid and insulin pump. Customer was admitted in emergency room. Customer drove themselves to the emergency room. Customer stated their blood glucose reading was normal in the morning. Customer reports they feel okay to troubleshoot. Customer believes the insulin pump works but the site had issues. Customer did not contact their healthcare provider. The hospital name was (B)(6). Customer was wearing the pump at time of hospitalization. The call dropped when the nurse came in. Insulin pump will not be returning for analysis.